Event description:
Notification of the above incident occurred on 3/26/97. Pt underwent a bilateral breast augmentation on 7/29/94. She experienced a deflation of the right implant and underwent an open capsulotomy and exchange of implant on 3/4/97.